Event description:
Patient reporting excessive swelling in the breast. Patient further reported fluid inside capsule. This relates to an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6, h10 the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reporting "excessive swelling in the breast and is going to have an examination". Patient has further reported "fluid inside capsule, about 80ml or more." This relates to an unknown side. Device remains implanted.